Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using a cgm, with readings decreasing from 60 mg/dl to 40 mg/dl despite ingesting orange juice and three donut holes, followed by a rise to 70 mg/dl after some time. Symptoms included falling asleep. Outcomes included an urgent low glucose episode managed with oral carbohydrates and education to avoid overtreatment to reduce prolonged hypoglycemia. Investigation included a troubleshooting and education session addressing urgent low alerts and appropriate treatment with oral glucose. Investigation of this case revealed patient overtreatment of hypoglycemia as the precipitating factor, with device low and urgent low alerts functioning. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia.